Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is not available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 10 days prior to this report ((B)(6) 2020), he experienced a 1/2 inch long x 1/8" deep cut to his stoma at 6 o'clock position with 1 out of 10 wafers. The area was painful. He also stated that his stoma swells at times and size fluctuates. However, he denied any signs of a bowel blockage. He estimated size at 32mm and molded wafer as recommended. He felt like the molded opening might be too tight for his stoma. He used the current wafer with eakin seal. He added a second seal, which resolved the pain and allowed the cut to heal. No photo is available at this time.